Event description:
It was reported that on (B)(6) 2012 a pump did not infuse dopamine to a pt. The pump was programmed to deliver 10 micrograms/kg/min, at the end of the nurses shift, the bag was observed to seem full. When the nurse changed the infusion to a different pump the pts heart rate and blood pressure increased.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventative maintenance procedure with the unit passing. An additional flow rate test was performed programmed at the event infusion parameters found in the history log (for a period of one hour) with the unit passing. The available info does not allow a conclusion with respect to whether the device caused or contributed to the pt outcome.